Manufacturer narrative:
(B) (4).

Event description:
Procedure type: tap transabdominal preperitoneal. According to the reporter: the customer reports that they went in as per usual however, and were unable to get proper air seal. Then they saw the ring (seal) inside the cavity, so they had to retrieve it with an additional port. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. The pt recovered. Disposable surgical access device.